Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Phone number (B)(6).

Event description:
The customer reported that a patient had a v-tach; both the monitor and the central showed alarm but it was not an audible alarm. The customer checked if audible alarm worked and it did. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.